Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their pd treatment. The patient had contacted ts to troubleshoot an ¿m31 air detected in cassette¿ alarm that occurred during fill 1 of their treatment, prior to discovery of the fluid leak. After failing to bypass the alarm, the treatment had to be cancelled. The patient reported seeing fluid leak out of the cassette door when it was opened to remove the cycler set. No pinholes or other signs of damage were identified on the cassette. The ts representative advised the patient to discontinue use of the cycler and ordered them a replacement. The patient completed their treatment by performing a manual exchange. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. As a precaution, the patient was prescribed prophylactic antibiotics (type and dose unknown). The patient was on the antibiotics for three days, taking it every other day. At the time of follow up, the patient was no longer taking the antibiotics and was reportedly feeling asymptomatic. The patient had received their replacement cycler and was continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available for evaluation as it was reportedly discarded. In addition, the patient was unable to provide a lot number for the cycler set.